Event description:
The butterfly positioner lost vacuum during surgical procedure. The pt's right arm was noted to be off the side of the operating room table at the conclusion of the case. Diagnosis or reason for use: laparoscopy/pelviscopy.